Manufacturer narrative:
(B)(4). Batch manufacturing records of nw843/v9002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Investigation summary: 01 opened units of code nw843 lot v9002 were received as a complaint sample for investigation. Complaint sample consist of 03 suture strands in which one attached to a needle, zipper tray and lids. As the complaint sample received in open condition further investigation on complaint sample cannot performed except visual inspection. Returned suture was visually inspected and observed to be rough at various places along with this punching mark were observed at various places on suture which might had been created during handling of suture. Returned needle was inspected under 10x magnification and found satisfactory. Five retain samples of incident code nw843 and lot number v9002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the usp average knot pull tensile strength requirement. All the individual as well as average knot pull values were found to meet the usp specification requirements.

Event description:
It was reported that the patient underwent a hysterectomy procedure on (B)(6) 2019 and suture was used. During the procedure, they found that while placing knot suture was broken. There were no adverse patient consequences reported.